Event description:
It was reported that during a colectomy the device did not fire and jammed up on the first use. The device jammed with three clips with coe fire. No clips were fired inside or outside of the pt subsequent to the event. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition, with blood/debris on the tip, and an unformed clip loaded into the jaws. The shaft's yellow tab was visible, indicating that the locking mechanism had not operated properly to prevent the last clip from loading. An attempt was made to fire the loaded clip. Only the distal ends of the clip pinched together, and the clip did not exit the device. The tear drop shape was due to the clip seating too far back into the jaws during firing. Thereafter, the jaws continued to react to the trigger, but the clip remained in the device. Upon further investigation, the clip was removed, and the locking mechanism engaged as intended. It then could be seen upon visual inspection that the clip retainer was not properly in position, leaving too large a gap between itself and the clip track. The device history record was reviewed, and no discrepancies were noted. As each device is visually and functionally tested prior to release, no conclusion could be made as to what may have caused the damage to the device.